Event description:
An increase in (B)(6) results was observed on the advia centaur xp hcv lot # 226 when compared to lot #228. Western blot results were (B)(6). There was no report of adverse health consequences due to the discordant advia centaur xp hcv result.

Manufacturer narrative:
(B)(4). Internal studies have confirmed that this increased reactive rate is not within the resolved specificity as stated in the performance characteristics section of the instructions for use, distributed outside the us: (B)(4). As a result, urgent field safety notice, (B)(4), was issued to siemens customers outside the us april, 2012.

Manufacturer narrative:
The cause for the increase in (B)(6) results for hcv lot # 226 is unknown. Reagent lot #226 is being investigated.